Manufacturer narrative:
Follow-up #1; date of submission: 11/15/2016. The device has been returned and evaluated by product analysis on 10/22/2016 with the following findings. During investigation, the keypad cover was found to be intact; all buttons responded appropriately during testing. The keypad cover was removed and no contamination was found under the button contacts. The complaint of the intermittent response of the up, down and ok keypad buttons was not duplicated during testing. The pump was opened and the keypad flex found to be fully seated in connector. There was evidence of moisture observed on the main pcb/keypad flex/connector. Unrelated to the complaint, the display was dim, fading and discolored and the battery compartment was cracked.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow, down arrow and ok kepyad buttons were under-responsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.